Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced frequent low glucose readings, including a blood glucose of 49 mg/dl, and requested assistance with a factory reset. The user indicated meals had changed and that usual meal entries were leading to lows, and support guided a factory reset after clinician confirmation and insulin delivery was resumed, with no device component malfunction identified and the interaction focused on user interface use and meal announcement practices. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included the need for unexpected medical intervention in the form of carbohydrate or glucose intake. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure or method, associated with user interface interaction and meal announcements. It was concluded, based on previously established findings for similar reports, that failure to follow instructions and unintended use error caused or contributed to the event.